Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 at 3am. According to the csr's documentation, 40 minutes prior to the start of the reported meter issue, the patient was experiencing a symptom of shaking. The patient's testing frequency is not known and it is not clear if the patient suffers from other health conditions. The patient's previous blood glucose result (with the subject meter) prior to the onset of her symptom, is not specified and it is not clear what action the patient took in response to her previous blood glucose reading. The patient's diabetes management is not known and it is not clear if the patient had made any changes to their diabetes management, activity level, or meals before the alleged issue began. According to the csr's documentation, at the time of the alleged issue, the patient reportedly obtained blood glucose readings of "96mg/dl" with the subject meter and "43mg/dl" with another ultralink meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The reason the patient has two onetouch ultralink meters is not clear, it is not specified which of the meter is the patient's primary meter, and it is not clear which onetouch ultralink meter the patient had tested with prior to the onset of her symptom. The patient denied receiving medical intervention/treatment after the alleged issue occurred. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptom started before the reported issue first occurred. There was no indication that the patient's symptom deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012) - device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found, the meter was found to work properly. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter has been returned to lfs on (B)(4) 2012; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.